Event description:
It was reported that during the procedure one of the buttons on the scalpel became stuck, causing the device to continue to activate. The device was used throughout the entire procedure and no patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent and visual and microscopic inspection revealed no anomalies in the membrane switch. A gap was observed in the handle. The scalpel was function tested and it was confirmed that when the max button was pressed, the button stayed in the "on" position which confirmed the complaint. An examination of the button revealed that the separation of the handle halves was preventing the button from moving back and forth as intended. It was not able to be determined what caused the handle separation as a review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. However, separation of the handle has been observed to occur when the device is improperly attached to the generator hand piece due to over tightening by hand or the torque wrench. Ascent's instructions for use state: attach the blue grip assist on the hand piece to the instrument by rotating the instrument onto the hand piece in a clockwise rotation as viewed from the distal end of the instrument (finger tight only). The blue torque wrench is used to tighten the instrument onto the hand piece. Use the grip assist to hold the hand piece and not the instrument handle when applying the blue torque wrench. Turn the blue torque wrench clockwise while holding the hand piece with the grip assist until it snaps twice indicative that sufficient torque has been applied to secure the instrument. Note: do not use any other means than the torque wrench and grip assist to attach or detach the device from the hand piece. Note: do not hand torque, damage to the hand piece may occur. Due to the infrequency of this type of event, no trend analysis is available.